Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
See attached medwatch report: the pt had a hip replacement for a fracture that failed several years ago. At some point she had this converted to a total hip replacement, which took about 6 hours. She has had pain ever since and the cup was a recalled depuy prosthesis. The physician thought she may have metallosis or failure as the cup was put in somewhat vertical and she was brought for surgery to explore the hip. The pt was admitted and had surgery for placement of the hip device.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.